Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 590 mg/dl as well as low blood glucose level of 35 mg/dl. Customer was treated with insulin drip for high blood glucose level. Customer's current blood glucose level was 167 mg/dl. The insulin pump will not be returned for analysis.